Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # c01a, 510k#k041584 and UDI# (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with primary osteoporosis, compression fracture and underwent percutaneous kyphoplasty at l1 level. During surgery, while filling the bone cement into the vertebral body, the bone cement had leaked outside the dura of the posterior wall of the vertebral body a little, and the cement filling was stopped. The amount of leaked cement was 0.1ml. Cement was stored at proper temperature before and during its usage. The product came in contact with the patient. No patient complications were reported due to this event.